Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a partial separation at the collar with a kink in the distal shaft located 55 mm from the tip of the device. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-sep-2017. It was reported that crossing difficulties occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the target lesion. No patient complications reported and patient's status was stable. However, device analysis revealed a partial separation at the collar.